Manufacturer narrative:
A beckman coulter field service engineer (fse) contacted the customer for follow-up on issue. The customer stated they contacted a third-party engineer to evaluate the system. The engineer during onsite visit found that the reagent syringe was leaking. The cause of the issue was due to the reagent syringe. The engineer replaced the reagent syringe to resolve the issue. The system returned to normal operation. No further issues noted. Section a2, a4, and a5: information not provided by customer. Section e1 initial reporter phone number is: (B)(6). The beckman coulter identifier is (B)(4).

Event description:
The customer reported the generation of erroneous erratic patient results of multiple assays which included creatinine, aspartate aminotransferase (ast), glucose and other analytes which were not provided. The customer reported the issue to nmpa with report code (B)(4). The customer did not provide patient data or demographic. There was no report of change to treatment, injury, or death associated to this event.